Event description:
It was reported that the patient developed an infection at the incision site shortly after implant. The ins was removed due to the infection two weeks following the implant procedure. Additional information has been requested from the hcp, but was not available as of the date of this report.